Manufacturer narrative:
The pump was received with a blank display. Unable to perform the self test, sleep current measurement, and active current measurement due to blank display. Unable to download history files and traces using thus due to blank display. Pump was cut open to perform visual inspection and found corroded pcba 1, and pcba 2. The motor had moisture damage. No damage noted on the force sensor. Cracked case was not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay and cracked/bleeding lcd glass. The test p-cap and reservoir does lock in place in the reservoir compartment. Using a test pcba 1 and the original pcba 2, the pump had blank display. Using a test pcba 2 and the original pcba 1, the pump had blank display. Blank display was confirmed during analysis due to corroded electronic assembly. Unable to perform the history review 1 week prior to the event date 17-apr-2024 due to blank display unable to generate the power management graph due to blank display. Unable to perform the required testing due to blank display. Blank display was confirmed during analysis due to due to corroded electronic assembly. Cosmetic damage ¿ cracked case was not confirmed; however, other cosmetic damage was noted. Unable to upload/download confirmed due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Customer reported an issue with the pump display. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Product return requested for mmt-1712kl. Customer declined to return, or is unable to return.